Event description:
Reporter stated the infusion device shut-down without providing an error message. The customer's blood glucose elevated to 534 mg/dl, and he was admitted to the hospital for stationary treatment, including insulin via infusion, until (B)(6) 2015. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.